Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to cellulitis from an infusion set site on (B)(6) 2019. The customer blood glucose level was 168 mg/dl at the time of incident. Customer's other relevant blood glucose level was 302 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to cellulitis such as pain, puss, swelling occurred on stomach. Customer reports they contacted their health care professional regarding cellulitis. The insulin pump will not be returned for analysis.